Event description:
It was reported that the customer had an excessive no delivery alarm on the insulin pump. Customer's blood glucose level was 20.7 mmol/l. Customer stated that he did a set change and all of sudden he received a no delivery alarm. Customer tried this with two sets and it did not go through until his third set. Customer would not allow the troubleshooting to continue. Customer will call tomorrow. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.